Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that the patient presented to the emergency outpatient department feeling sick. A review of the device revealed pacing failure as well as fluctuating pacing impedances and high pacing thresholds. After the right ventricular lead configuration was changed from bipolar to unipolar the pacing thresholds and the pacing impedances decreased. It was suspected there was a fracture. The same day a procedure was performed to add an rv lead. The physician could not insert the lead on the left side as the left vein was occluded. The device was removed and both the right atrial and right ventricular leads were surgically abandoned. A new system was implanted on the right side. Should additional information become available this investigation will be updated.